Manufacturer narrative:
This report is for an unknown cervical spine locking plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: michael j. Bolesta, glenn r. Rechtine, and ann marie chrin (2002), one- and two-level anterior cervical discectomy and fusion: the effect of plate fixation, the spine journal vol. 2(3), pages 197-203 (USA). The aim of this (B)(6) study is to provide medium-term follow-up data on the surgical success and patient outcome of one- and two-level anterior cervical discectomies and fusions and to determine the effect that plate fixation has on results. Between (B)(6) 1990 to (B)(6) 1997, a total of 40 patients (14 male, 26 females) with a mean age of 44 years (range, 27 to 82 years) were included in the study. All patients undergoing one- or two-level discectomy and autogenous iliac crest graft for degenerative disease. There were 20 patients (7 male, 13 females) had one-level disease, and 20 (7 male, 13 female) two-level disease. Thirty-three patients were stabilized with the cervical spine locking plate. There were 23 patients had plate insertion, 4 single-level and 19 two-level. The mean duration of follow-up was 51 months. The following complications were reported as follows: 10 patients had persistent symptoms sufficient to prompt revision posterior instrumentation and fusion. This report is for an unknown synthes cervical spine locking plate. This is report 1 of 3 for complaint (B)(4). It captures 10 patients who had persistent symptoms sufficient to prompt revision posterior instrumentation and fusion. A copy of the literature article is being submitted with this medwatch.